Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report the single leaflet device attachment (slda). It was reported that the mitraclip procedure was performed on (B)(6) 2019 to treat mitral regurgitation (mr) with a grade of 4. A clip was implanted, reducing mr to 1. The next day, on (B)(6) 2019, during follow up echocardiogram, it was discovered that the clip detached from posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr increased to 4. On (B)(6) 2019, a second procedure was performed to treat the slda. There was no damage to leaflets or chordal rupture observed. One additional clip was implanted reducing mr to 1. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) resulting in recurrent mitral regurgitation (mr) could not be determined. The reported patient effect of worsening mr is listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.